Event description:
A hospital in (B)(6) reported that the bc3520 nasal prongs "fall out" of the flexitrunk interface. This report was not related to a specific incident but was rather a general complaint about the prongs.

Manufacturer narrative:
(B)(4). The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3520-10 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and our knowledge of the product. Results: the hospital had not provided a complaint sample. We did not receive sufficient information to conclusively determine what caused the reported issue. Conclusion: without the return of the complaint device we are unable to confirm what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and also state the following checks during use: connect prongs or mask to nasal tubing ensuring that it is inserted fully check the patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of flexitrunk tubing and nasal mask or prongs.